Manufacturer narrative:
Concomitant medical devices: product ID: 3777-60, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead; product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3777-60, serial/lot #: (B)(4), ubd: 27-dec-2017, UDI#: (B)(4); product ID: 3777-60, serial/lot #: (B)(4), ubd: 21-aug-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had previously had sensitivities with their initial 2015 implant and was re-implanted in 2018 with a new system to avoid sensitivities at the battery and lead sites.